Event description:
It was reported that occlusion alarms occurred. There was no reported impact on the customer's blood glucose level. The caller loaded a new cartridge, and, despite initial follow-up by customer support, declined further technical support as the pump functioned correctly afterward. The issue was deemed resolved.